Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis, wound dehiscence, exposure.

Event description:
Healthcare professional reported left side "considerable dehiscence" , physician had to "debrided the dead tissue". Patient later presented with opening of wounds, this time with implant exposure on the left breast. Patient complained about local pain, with no fever, and continuous serous secretion. It was noted the patient had a hematoma most likely related to the surgical procedure.